Event description:
The user facility reported that the angio-seal foot plate got stuck in the delivery system. There were unable to use the angio-seal and held manual pressure. The patient was unaffected, and there was no harm to the patient. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2022: the procedure was a diagnostic cerebral angiogram.

Manufacturer narrative:
Patient identifier - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been incorrect placement of the device resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).